Event description:
Patient has a past medical history for left-sided breast cancer for which she underwent left breast conservation surgery with axillary dissection approximately 19 years ago. She was found to be node positive, did undergo postoperative chemotherapy and left chest wall radiation treatments in a different state. She then went on tamoxifen. Approximately 16 years ago, her mother was diagnosed with ovarian cancer and she elected to undergo prophylactic oophorectomies. Approximately 8 years ago she underwent genetic testing and she was found to be brca2 gene positive for deleterious mutation. At that time, she elected to undergo bilateral mastectomies with a right sentinel lymph node biopsy and lymph node was negative and she was found to have ductal carcinoma in situ (dcis) within the right breast tissues. She had immediate reconstruction with submuscular tissue expanders and grafts, did not require chemotherapy following that. She ultimately underwent replacement of tissue expanders for gel implants. Things went well for roughly 7 years. Approximately 2 years ago developed a severe left capsular contracture, required capsulectomy with implant exchange, placement of acellular dermal matrix. Reportedly, the patient developed a postoperative infection and required hospitalization for 5 days with IV antibiotics, but no further surgery was required. Last year she developed malposition of the left breast implant inferiorly and laterally and underwent correction of that with an implant exchange. In fall of this year, the patient began developing a small soft tissue wound in the lower pole of the left breast that has now progressed to where it is roughly an inch in diameter. Last week, she presented to her primary care physician with erythema and drainage. She was placed on augmentin 875 mg p.o. B.i.d. And referred for further evaluation and treatment. The patient is now presenting for removal of the left breast implant and acellular dermal matrix. Preoperative diagnosis: exposure of left breast implant. Postoperative diagnosis: exposure of left breast implant. Procedure: removal of left breast implant. Description of procedure: the patient was given ancef 1 gram IV piggyback, taken to the operating theater and placed in supine position. Venous sequential boots applied to both lower extremities. She was adequately anesthetized using general endotracheal anesthesia. The anterior left chest was then prepped and draped in usual sterile fashion with chloraprep. We first began by performing a fusiform transverse incision about the wound with a 10 blade scalpel. The tissues were divided with electrocautery down to the implant. The implant was removed intact. Internally, the acellular dermal matrix was thoroughly incorporated in the lower pole breast skin. The native breast tissues were extremely thin over that dermal matrix. For that reason, we decided to leave it intact and not try to remove it and thereby compromise the lower pole breast skin. The wound was irrigated with saline solution that had bacitracin 50,000 units, ancef 1 gram and gentamicin 80 mg. A #19 round fluted drain was placed and brought out through a separate stab wound in the midaxillary line and secured to the skin with a 2-0 silk suture. Drain cut to the appropriate length. The incision line was then closed with interrupted deep dermal 3-0 vicryl sutures, running 3-0 nylon suture. Antibiotic ointment, non-adherent dressing, dressing sponges, elastic foam tape were then applied. The final sponge and needle counts were all found to be correct. The patient was allowed to emerge from anesthesia, and having appeared to tolerate her procedure well without difficulty, she was transferred to the recovery room in stable condition.